Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/24/2019. The customer reported that analyzer s/n 321057 was hot to touch, 9v disposable batteries were used and the analyzer was not docked in the docking station at the time of the incident. The analyzer also generated quality check (qc) codes 23 and 29 when testing blood samples using cg4+ cartridges. Failure analysis did not reproduce the complaint. No deficiency has been identified.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer who reported that I-stat1 analyzer sn (B)(4) yielded quality check codes 29 & 23, became hot to the touch. The analyzer was not in a docking station at the time of the event. There was no additional information at the time of this report. The product was replaced at no charge and returning for investigation. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. However, the customer states that rechargeable batteries were being used at the time of the event. Therefore the analyzer is unlikely to become hot to touch. The product was replaced and returned for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.